Event description:
On (B) (6), 2010, the reporter contacted lifescan (lfs) on behalf of her husband alleging that a one touch ultrasmart meter read inaccurately erratic. The medical surveillance specialist (mss) spoke to the reporter on (B) (6), 2010, and was able to obtain/verify information. The patient tests his blood glucose 3 times a day. He tests before meals. The reporter treats the patient with sliding-scale novolog insulin based on his meter readings. The patient tested his blood glucose on (B) (6), 2010, and got a pre-dinner meter reading of "157 mg/dl" at 5:15 pm. Based on the meter reading, the reporter treated the patient with 2 units of sliding-scale novolog insulin. The patient then ate dinner as usual and was fine at the time. The next morning at 9:00 am, the reporter found the patient unresponsive. The reporter tested the patient's blood glucose while he was unresponsive and got a result of "85 mg/dl." Based on the meter reading, the patient did not believe he was suffering from hypoglycemia at the time and therefore did not attempt to treat him. She called the paramedics. When the paramedics arrived about 30 minutes later, they tested the patient with an emergency medical services (ems) meter and got "65 mg/dl." At the same time, the paramedics tested the patient with the ems meter, the reporter claimed that they tested him with the reported lfs meter and got another unspecified result "around 85 mg/dl." The paramedics treated the patient with an unknown type of liquid. The paramedics also asked the reporter to give the patient two glasses of orange juice. The patient regained consciousness after receiving the treatment. He was not taken to a hospital. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient became unresponsive and received treatment from paramedics after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.